Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle, during a biopsy procedure. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. The device has been received, evaluated and retained by this manufacturer. The engineering evaluation indicated the distal tip of the cannula was burred and the stylet was bent outward. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.